Event description:
It was reported that the patient was not receiving adequate pain relief on the left side. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and a lead was added. The patient was doing well postoperatively and is receiving good stimulation. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.